Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 mins. Results of 225 mg/dl, 61 mg/dl and 242 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in value to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within range specification.